Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:13:33. During night drain cycle one, the patient's ultrafiltration reading was 236ml, indicating the home patient (hp) drained 236ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was a false empty detect at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.